Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a faster flow rate are not reportable when flow rate accuracy is above +5% but below +15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).

Manufacturer narrative:
There are no previous complaints on the device. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate (B)(4). Consequently, it necessitated an adjustment to the pump's flowrate (B)(4). It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint#: (B)(4).

Event description:
On 09/30/2024, znyo medical received a report that during the preventive maintenance (pm), flow rate testing failed due to a 5.41% deviation, which does not meet the standard rate of +/- 4.5%. No report patient was involved.